Event description:
At the beginning of an atrial fibrillation procedure, when mapping was started with the tacticath se and reflexion spiral catheter, an acute pericardial effusion was noted on the ice image. The atrial fibrillation case was begun, transseptal was performed and left atrial mapping geometry commenced. The physician thought the geometry looked odd and asked to see the prior study from (B)(6) 2017. After reviewing that study he returned tableside to continue and noted an effusion on the ice image. The procedure was stopped and a pericardiocentesis was performed. There were multiple perforations on the left side of the heart. The cardiovascular surgeon in house was notified and the patient was eventually taken to have a presumed perforation repaired. The patient was extubated (B)(6) and is stable. There was no alleged issue with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Corrected information: h6. Additional information: g1, g3, h2.